Event description:
It was reported that the patient presented in clinic with an open pocket post-surgery. It was noted that the pacemaker and a lead were exposed. The system was explanted and the patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.